Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was not cutting and sealing. They switched out the extension cable, pigtail adapter, and power supply. Still did not work. A replacement device was used to complete the procedure. There was about an hour delay to the case due to all the trouble shooting. No patient affects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/23/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use an evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method stm2048073. The device activated and transected tissue (04) times with no cautery failure observed. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed. The lot # 3000313438 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.